Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip opened during efaa and partial clip movement could not be replicated in a testing environment due to the condition of the returned device (deployed was deployed and not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. The reported partial clip movement appears to be due to the clip being deployed at 40 degrees. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling. Imaging review: one (1) fluoroscopic still image and two (2) fluoroscopic videos were provided. The first video (titled "20240306_110227") was taken during active use of the first cds (reported device). The delivery catheter (dc) is fully extended with the clip attached to the l-lock shaft. At the beginning of the video (00:00 mark) the clip appears to be in a fully closed position (~10°). As the video progresses, the clip arms can be seen opening in a smooth manner. At the end of the video loop (00:06 mark) the clip arm angle appears to be ~35°. While the angles stated in this evaluation are estimations based on visual assessment with the unaided eye, it is apparent that the clip arms experienced significant opening in the video. Presumably, the video was taken after the lock line was removed and during the second efaa check. This aligns with the reported incident details that "the lock line was removed, and second efaa was performed. The clip was fully closed and continuously opened to approximately 40 degrees". There is also a notable dc shaft bend observed at the 00:06 mark which is indicative of significant force applied to the catheter and clip. Assuming the video was taken during the second efaa check, this indicates that the bend was likely caused by excessive compression applied while testing the lock. The second video (titled "20240306_110134") was taken during active use of the second cds (no reported issue). The first implanted clip (reported device) can be visualized medially of the second clip and appears to have an arm angle of ~35°. This is consistent with the angle observed at the end of the first video with no apparent arm angle change. This aligns with the reported incident details that the clip was ultimately deployed at the resulting arm angle after the second efaa check was performed. The fluoro still image was taken after deployment of the second clip (no reported issue). The clip arm angle of the first clip (reported device) appears to be ~35° and is consistent with the videos provided; no further change in arm angle is observed. It should be noted that the two clips, while implanted next to each other, are not positioned in a symmetrical manner typically observed in side-by-side implanted clips. The first clip is oriented at roughly a 45° planar angle from the second clip. This suggests challenging anatomy, such as thick leaflets, and / or chordae grasped within the clip arms, resulting in increased tension on the clip. There are no other observations based on the fluoro cine provided.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a slightly thickened anterior leaflet for a mitraclip procedure. The xtw mitraclip clip was positioned in the centro-medial position. The first mr reduction was grade 1, and the deployment sequence was started. The first establish final arm angle (efaa) test was without issues, and the clip did not open. The lock line was removed, and second efaa was performed. The clip was fully closed and continuously opened to approximately 40 degrees. The opening occurred going from a neutral knob position on the arm positioner. Efaa was repeated with same result. The clip could be closed with the arm positioner, but opened to 40 degrees. Since the clip did not open further than 40 degrees and it could not be inverted after lock line removal, the clip had to be implanted in this position. After deployment the leaflets stayed inside the clip, but the clip did not seem stable on the leaflets. Clip movement was noted in fluoroscopy and echocardiography. The mr was grade 3-4. A second mitraclip xt was implanted laterally to stabilize the first clip and reduce the mr. The clip successfully stabilized the first clip and reduced the mr to grade 1-2. The procedure ended successfully, but the physician was not satisfied with performance of the xtw clip.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.